Event description:
The customer reported that multiple renal patients had citrate reactions at the beginning of atherapeutic plasma exchange (tpe) procedure. Per the customer, the patients complained oftingling. The patients were treated with a calcium infusion and/or over the counter calciumtablets.specific dates of the events and specific patient information is not available at this time. It isnot known at this time if medical intervention was necessary for any of the events.the disposable kits are not available for return because they were discarded by the customer.

Manufacturer narrative:
Investigation: per the therapeutic apheresis handbook: a physician's reference, 2nd edition,first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The cobe spectra essentials guide states that the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. Terumo bct customer support worked with the customer to provide training, as the customer indicated that there were several new staff members. Training was provided in the form of videos. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that patients exhibited an allergic reaction to acd-a and/or eto.

Manufacturer narrative:
Investigation is in process. A follow-up will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information in align with the reported event.